Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Manufacturer narrative:
Of r total hip femoral component, resulting in exaggerated coxa varus. No osseous peri-implant fracture is seen. Femoral head remains located within the acetabular component. (B)(6) 2015: the histopathology report notes a fractured metallic- polyethylene modular stem (with attached metallic head. The longer piece of stem measured approximately 13.5 cm, consisting of a stem w/ detachable metallic femoral neck sleeve measuring approximately 4 cm in length. The shorter piece of femoral stem is attached to the femoral neck prosthesis measuring approximately 5 cm in length. Synovial and fibrous tissue contains focal mononuclear histiocytic reaction and a few small shards of polyethylene as well as bone detritus and superficial necrosis. The patient tolerated physical therapy and achieved goals for discharge. (B)(6) 2015: the patient was discharged to a rehabilitation facility. Lot number provided could not be confirmed, therefore, no manufacturing date or expiration date has been provided.

Event description:
It was reported that a right total hip revision surgery was performed due to a broken stem.